Manufacturer narrative:
H3 other text : device is not return to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain remstar plus and mechanical ventilator devices. The manufacturer received information alleging that there is no visualization of particles. The patient has alleged to bronchitis, respiratory infections, chronic sinus infections and nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.